Event description:
It was reported that" "footswitch is sticking on." Reporter said physician was in procedure (urinary procedure) when physician removed their feet from the pedal and the footswitch was stuck in the on position. Physician hit the stop button and lasing stopped. No injuries were reported.